Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order for one patient was not crossing. The technical support specialist (tss) verified the order message, identified that the orders only appeared the station for a short time before being discontinued. If the user looked for the order within that time window, it would have appeared at the station. Tss confirmed the patient was visible on the station, but all orders had already been discontinued, so they no longer appeared. The medstation logic filtered out discontinued orders, which explained the behavior. The intended design behind discontinuing an order would be to have the order stop being valid and immediately stop showing on the stations. To implement an idea for the design behind discontinuing an order in a future version of the software, the user required to submit an enhancement request by clicking the submit an idea button on the bd customer portal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not crossing to the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not crossing to the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.